Event description:
The reporter indicated that the vns system was explanted due to extrusion of the tie down in the area of the cervical incision. Further information indicated that when the event first occurred, the previous surgeon tried to manage it with a lead revision and antibiotics. It was also reported that the extrusion began occurring "several months ago." The patient currently doing fine and a re-implant is being considered.

Event description:
Further follow-up revealed that the patient is now doing fine. The patietn may be considered for a re-implant in 2 to 3 months.